Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus. Customer's blood glucose was 594 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. During troubleshooting, customer reported that adhesive was getting stuck to serter causing infusion set to insert inappropriately. Customer was advised to clean serter and if issue persisted, that serter would be replaced.